Event description:
On (B)(6) 2023 device interrogation - 2 years battery life. On (B)(6) 2023 device interrogation- device in safety mode. Field action advisory- high battery impedance can trigger safety mode.